Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve, the patient died due to an unspecified cause.

Event description:
It was reported that on the same day as a transcatheter aortic valve, the patient died due to an unspecified cause. Additional information was received that per the physician, the cause of death was due to a perforation from the pacing wire, and the valve and delivery catheter system (dcs) did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the perforation occurred to the right ventricle during insertion. A tap and open heart procedure were performed. It was noted that the right ventricle was fragile and kept tearing as the physician tried to repair it. Per the physician, the valve, dcs and guidewire did not cause or contribute to the perforation. Additionally, the guidewire and pacemaker were not medtronic devices.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.